Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the customer installed the reagent probe incorrectly. The incorrectly installed reagent probe was loose, not allowing the ultrasonics to properly mix. The cse removed the reagent probe and correctly re-installed the reagent probe. The cause of the discordant, falsely elevated total bilirubin result is due to an improperly installed reagent probe, installed by the customer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated total bilirubin (tbi) result was obtained on a neonatal patient sample on a dimension rxl max with hm instrument. The initial result was reported out to the physician(s), who questioned the result. The customer repeated the same sample on the same instrument, resulting lower. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated total bilirubin result.